Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of going into a coma on two different occasions due to insulin pump and settings. Customer reported of being air lifted to the hospital. Customer inquired on continuous glucose monitoring, but did not have a smart phone for monitoring. Several attempts were made to customer for further hospitalization information. Customer could not be reached.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via social media when customer was hospitalized, the nurse programmed device incorrectly; which caused customer to go into their first coma. In another occasion, the customer went low during their sleep and went into another coma. The customer's blood glucose was unknown.